Event description:
It was reported that the atrial lead exhibited less than 100 ohms impedance and 0.2 mv p-wave sensing. An x-ray revealed clavicular crush damage to the insulation. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.